Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose was over 700 mg/dl on (B)(6) 2019. The customer¿s blood glucose level was over 700 mg/dl at the time of incident and current blood glucose 154 mg/dl. The customer¿s blood glucose level was 200 mg/dl. The customer was treated manual injections and intravenous drip. The customer alleges pump was under delivering does not get the complete bolus. The insulin pump will not be returned for analysis.